Event description:
On (B)(6): customer reports fluoro failed during pt procedure. Customer provided no pt or procedural information other than to say procedure was completed and pt is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.